Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited high thresholds and diminished sensing. A micro dislodgement was suspected. The ra lead was reprogrammed off and then revised and remains in use. No patient complications have been reported as a result of this event.